Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter from (B)(6) hospital contacted lifescan (lfs) (B)(6) alleging that a onetouch verio pro plus meter ((B)(4)) misclassified a blood sample for control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during follow up correspondence with lfs's (B)(6) contacts. The reporter stated that the alleged product issue occurred between "12:45 - 13:00" on (B)(6) 2015. It is not known what medication, if any, the patient takes to manage their diabetes, but it is known that the patient was already in hospital receiving "dialysis treatment" at the time the alleged product issue occurred. A nurse, working in the hospital, measured the patient's blood glucose and obtained a result which was flagged as a "low" control solution result. The nurse mistook this reading as a "low" blood glucose result, so in response to this gave the patient IV glucose. An unspecified period of time after this the patient's blood glucose was measured as "339 and 337mg/dl" on two separate onetouch verio pro plus meters, so in response to this the nurse continued the patient's dialysis treatment for a further 30 minutes. After this time period the patient's blood glucose was measured as "274mg/dl" on an unspecified device (the patient's normal blood glucose ranges from 150-250mg/dl). In an unrelated event, an unspecified period of time after this treatment was provided, the patient was stated to have fallen "unconscious" and was given food and/or drink as treatment for "gastric fistula." No further information regarding this incident could be gathered by the mss as the hospital could not provide this. At the time of troubleshooting, the customer service representative was unable to resolve the issue, although they noted that the nurse was following the correct testing steps. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The hospital nurse administered IV glucose in error and the blood glucose readings obtained on the onetouch meters are an unlikely cause of the patient's unconsciousness. However, this complaint is being reported as a product malfunction because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. 35if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.